Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, the patient was admitted to the hospital due to aortic regurgitation, nyha IV, and grade iii hypertension. An aortic valve replacement was performed and this 23 mm sjm epic valve was implanted. The patient was discharged from the hospital on (B)(6) 2012. On (B)(6) 2012, the patient presented to the implanting center with dyspnea and was found to be in nyha iii with moderate aortic regurgitation, moderate mitral regurgitation, af, and grade ii hypertension. Six days later, symptoms decreased and the patient was discharged from the hospital. In (B)(6) 2015, the patient presented to a regional center with chest distress and dyspnea. Following that hospital visit, the patient went to another hospital which directed the patient go a large hospital with a cardiac program to seek better care and on (B)(6) 2016, re-do aortic valve replacement was performed. At explant, cuspal tearing was noted. A 21 mm sjm regent mechanical valve was implanted.